Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the button error alarm occurred. Customer's blood glucose reading was 100 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm or blinking anomaly noted during testing. Unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.